Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information indicates that the lead exhibited high pacing thresholds due to the patient's anatomy and diaphragmatic stimulation. In addition, lv lead was also found to be pulled back. No additional adverse patient effects were reported.